Event description:
Product was purchased on amazon and is a 15 day glucose biosensor (2/package) person involved: (B)(6) (drs (B)(6), nephrologist and dr. (B)(6), endocrinologist) a different stelo biosensor was used ~ 1 months earlier that reported an acceptable glucose pattern on farxiga 10 mgm/day. This new biosensor was purchased on amazon and is the subject of this report. It consistently reported intermittent high glucose readings (>250) requiring adjustment in medications (farxiga 10 mgm and additional micronase 7.5 mgm). This resulted in episodes of hypoglycemia one very symptomatic at a time the sensor read 70. Because of a clinical suspicion the sensor was reporting high readings a confirmatory blood glucose was measured at labcorp (68 mgm%) at approximately the same time the stelo biosensor read 186 mgm%. (Hbalc at same time 6.4). The stelo biosensor was replaced with a libre 3 plus by abbot and charts a significant different and lower daily blood glucose pattern on a lower dose of medications (micronase discontinued). I have photos of the daily blood glucose patterns using the stelo and libre biosensors that confirm the significant glucose elevation readings despite the higher dose of medications using the stelo biosensor. Reporter job title: (B)(6), md. Add'l product details: 5902. 2025-10-1, fcc ID (B)(4) rev 001.